Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed the power did not turn on due to a converter failure, and adhesion of dust was noted inside the main body of the device. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the visera elite ii video system center could not turn on. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to the failure of the converter. Olympus will continue to monitor field performance for this device.